Manufacturer narrative:
An event regarding revision involving a accloade tmxf hip stem was reported. The event was confirmed. Method and results: device evaluation and results: the material analysis states, ¿damage was observed on the neck of the accolade stem, consistent with a loss of taper lock and explantation.¿ medical records received and evaluation: not performed as medical records were not provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that dislocation was caused by damages consistent with explanation damages and a loss of taper lock were observed on the accolade stem and v40 head. No material or manufacturing defects were observed on the surfaces examined.

Event description:
Patient presented with acute hip dislocation. Femoral head, stem and insert were removed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient presented with acute hip dislocation. Femoral head, stem and insert were removed.